Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). This lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -13.50 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation - product evaluation found the lens returned dry in a micro centrifuge vial. Visual inspection found the haptic bent and debris on lens. (B)(4).